Manufacturer narrative:
Section a4, a5 and a6: unknown, information not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number : a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided section e1: phone number: (B)(6). Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens haptic was detached during the implantation of intraocular lens. The intraocular lens was removed. There was intraocular lens implantation again and the surgery that can be solved in the original one-stage operation was changed to the surgery that needs to be performed in stages. There was prolonged operative time. There were no other interventions performed. No further information was provided.